Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. The instrument was found to have the main tube broken. No material was found missing. This type of failure is most commonly assciated with mishandling/misuse.

Event description:
It was reported that during central processing, the shaft of the small grasping retractor instrument was broken. There was no report of patient involvement.